Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Following the data log corruption, the customer experienced an unexpected reset. Customer¿s blood glucose level was 320 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.